Event description:
The manufacturer received information alleging a ventilator was delivering incorrect oxygen percentage. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module was cleaned and the device was recalibrated to address the issue.